Event description:
The customer observed a false reactive alinity I hbsag confirmatory result for one patient. The following data was provided: (B)(6) 2024 sample ID (B)(6) hbsag qualitative ii initial = 1.45 s/co, repeat = 1.34 s/co hbsagquac2 = 1.15 s/co. Hbsag qual %n = 97 % neutralization. (B)(6) 2024 same sample was repeated and the hbsag qual assay result = 0.67 s/co (non-reactive). (B)(6) 2024 same sample confirmatory ran hbsagquac2 = 0.64 s/co no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false reactive alinity I hbsag qualitative ii and a false confirmed result using alinity I hbsag qualitative ii confirmatory included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of a retained confirmatory reagent kit and field data review. The customer observed a false reactive result for one patient when using alinity I hbsag qualitative ii reagent, lot 61288fz00, and false confirmed result using alinity I hbsag qualitative ii confirmatory reagent, lot 66212fz00. Return testing was not completed as returns were not available. Specificity testing was performed using an in-house retained kit of alinity I hbsag qualitative ii confirmatory lot 66212fz00 all specifications were met indicating that the lot is performing acceptably. Using worldwide data, a review of field data for the alinity I hbsag qualitative ii assay shows that the median patient result for lot 61288fz00 falls within established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. The ticket search by lots indicates that the reagent lots perform as expected. The ticket trending review did not identify an increase in complaint activity. Device history record review of the complaint lots did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii assay, lot number 61288fz00 or alinity I hbsag qualitative ii confirmatory assay, lot number 66212fz00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed a false reactive alinity I hbsag confirmatory result for one patient. The following data was provided: (B)(6) 2024 sample ID (B)(6) 2024 hbsag qualitative ii initial = 1.45 s/co, repeat = 1.34 s/co hbsagquac2 = 1.15 s/co, hbsag qual %n = 97 % neutralization. (B)(6) 2024 same sample was repeated and the hbsag qual assay result = 0.67 s/co (non-reactive). (B)(6) 2024 same sample confirmatory ran hbsagquac2 = 0.64 s/co no impact to patient management was reported.